Event description:
It was reported that the venitlator had a no flow condition when it was being set-up for patient use. The ventilator was not connected to the patient when the reported problem occurred. The patient was placed on another ventilator with no patient harm reported.